Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, no patient contact with product. If explanted, give date: not applicable, no patient contact with product. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported lens damaged and stuck in cartridge with a model pcb00 tecnis itec preloaded device. There was no patient involvement. No additional information provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on feb 18, 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lower body assembly had been detached at the hinge and that the cartridge was received separately from the handpiece, which is consistent with a handpiece that was disassembled. Furthermore, the plunger rod was observed to be in the advance and locked position. The no further issues were observed with the handpiece. Visual inspection of the lens revealed that it was received taped to the cartridge. The lens was cleaned and, lens damage was observed on the optic body. The complaint issue stuck in cartridge could not be confirmed. The complaint issue lens damage could be confirmed; however, it may be attributed to handling during disassembly by the customer, and cannot be confirmed to be related to a manufacturing issue. Furthermore, per the directions for use (dfu) product that is found to have an issue during inspection is not to be used and the product is not to be disassembled. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.